Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was fully evaluated and an internal inspection found no discrepancies. The customer's accessories were not returned for evaluation. The defib receptacle was replaced as a precaution. The customer was advised to replace the mfc cable and provide a new mfc cable. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a patient (age 14 & gender male), the device displayed an "ECG monitoring failure" message. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.